Event description:
It was reported that a patient was implanted with synthes variable angle- locking compression plate (va-lcp) curved condylar plate (14 holes) construct on (B)(6) 2015. The patient was weight bearing shortly after the surgery when distal fixation was lost and four screws loosened in the patient on an unknown date. The patient then presented at the hospital with an open incision on an unknown date. On (B)(6) 2015, the patient was revised with a 14-hole locking compression plate (lcp) condylar plate. It was reported that the plate and screws were noted to be intact upon explant and that the patient¿s condition was not a nonunion. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Patient age and weight were not provided by reporter. (B)(4) was used for unanticipated x-ray and revision surgery. There is no report of a product malfunction; however, this device cannot be disassociated from the reported adverse event. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.